Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, it was noted the pacemaker was unable to pace. The device was explanted and replaced on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
The reported field event of loss of cardiac pacing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.